Event description:
It was reported that the pump of this inflatable penile prosthesis can only be squeezed once, which results in a weak cylinder's rigidity. In addition, the patient stated that the device keeps inflated after the deflation process. No additional information was reported.

Event description:
It was reported that the pump of this inflatable penile prosthesis can only be squeezed once, which results in a weak cylinder's rigidity. In addition, the patient stated that the device keeps inflated after the deflation process. Three weeks later, the patient went to the clinic to a follow up appointment, during which the physician noted that the patient did not have any signs of inflammation or infection and no pain nor tenderness; in addition, the device was working properly.